Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified. Rupture: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Capsular contracture: unable to observe, as it is a medical event. That is not related to the device. Gel bleed: unable to observe, as it is a medical event. That is not related to the device. Granuloma: unable to observe, as it is a medical event. That is not related to the device. No further actions are required, since no issue in the manufacturing of the device is observed. The event of "granuloma" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, granuloma, "spillage of intracapsular content".

Event description:
Healthcare professional reported, right side "suspected a rupture or contracture". Healthcare professional, later confirmed, right side rupture. And reported capsular contracture, baker grade ii. "Granulomas of strange body" and "spillage of intracapsular content". Device has been explanted and replaced.

Event description:
Un-reporting granuloma.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.